Event description:
Device 1 of 2. Reference MFR report# 1627487-2012-00613. It was reported the pt's leads were explanted and replaced due to migration. The pt reportedly had a significant amount of adapost tissue at the ipg site due to weight loss, and the physician suspects it was in indirect cause of the lead movement. The explanted devices will not be returned to the manufacturer.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.